Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 384 mg/dl. Customer treated their blood glucose with a bolus and manual injections. It was also found the customer was feeling nauseous, had a difficult time breathing and was vomiting from their high blood glucose. Troubleshooting found the customer had one small air bubble in their reservoir. Customer also stated the bolus history does not display all entries based on their recollection. Customer was advised the discrepancy may be caused by the no delivery alarms they received. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.